Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported by the sales rep that during a laparoscopic low anterior resection, the knife stopped at a half on the way of the first firing on the rectum. Then, the surgeon released the finger from the firing trigger, and the knife returned to home position. A half of the target tissue was uncut and unstapled. Serosal muscle layer of the target tissue was crushed. The same device loading other cartridges (one gst60d and two gst60g) was used to complete the case. There were no adverse consequences to the patient. The patient will be discharged soon. No device will be returning. No further information is available. Affiliate reference number: (B)(4).